Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient felt pain in their abdomen. It was suspected that their right atrial (ra) lead had a rupture. The lead had increased and high impedance, decreased sensing, and increased and high thresholds. The lead was reprogrammed and remains in use.